Event description:
It was reported that customer experienced repeated occlusion alarms, which led to very high blood glucose and ketones and prompted visit to emergency room and subsequent hospitalization in the intensive care using with a blood glucose level over 600 mg/dl and ketones identified by healthcare provider as dangerous or life threatening. Customer received intravenous fluids of saline and insulin. The customer was released the next day, 05/17/26 with issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.